Manufacturer narrative:
The catheter was received in two pieces of lengths 20 cm and 71 cm respectively. The tear site looked sheared. When tested individually, both segments met the requirements for patency and leak testing. The device met specifications for tensile strength and ultimate elongation. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when checking the product, it was found that the catheter was broken. According to the report, the device did not contact the patient and there was no impact to the patient. Reportedly, the doctor used a new device to complete the surgery.